Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 213mg/dl. The customer stated that the device was not dropped or bumped and the battery cap is not loosed, crack or damaged. The customer stated that this is not the second occurence of the off no power with a low battery warning. The customer was advised to insert a new (B)(6) aaa alkaline battery. The customer was advised to monitor the insulin pump.